Event description:
Per the audiologist, the patient was explanted due to the device extruding. The patient's device was explanted in early 2009 and the patient was implanted with a new device during the same surgery.